Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Additional information received from the patient reported that their implantable neurostimulator (ins) had moved downward and pulled the wiring. The patient stated that they found out about the issue a week prior to the date of this report. It was reported that the patient had an x-ray two months ago and both their healthcare provider (hcp) and manufacturer representative were present. The patient wanted to know what the device could do in them when it¿s loose. The patient mentioned again about their shocking experience in (B)(6) 2016 and reported that they would get a strong current in their body when they would be sitting, leaning, or not doing anything. It was noted that their hcp would be correcting the problem, but the patient wasn¿t sure when. The patient mentioned that they had deep vein thrombosis (dvt) and was working with their hcp to figure it out.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that the reason they had not sent in the letter yet was because they had only spoken with the company representative (rep) on the phone, and they did not have an appointment until (B)(6). They were going to fill out the letter and send it in after the appointment. A rep called back on (B)(6) stating that there were impedance measurements taken. Impedances of greater than 10,000 ohms for electrodes 4-15 at 0.70 volts. Using electrode 0 as reference: 1=1000, 2=975, 3=1119 ohms. The rep then ran impedances at 1.50 volts, and contacts 4-15 showed greater than 20,000 ohms with 0=1000, 1=1007, 2=977, 3=1114 ohms. Records indicated that the patient only had one lead implanted, which is why contacts 4-15 were indicating open circuits. The patient was only being programmed by contacts 0-3 only. The patient stated that at 2.50 volts they only had stimulation in their right leg, but at 2.70 volts they could feel stimulation in both legs, but it was too strong. They used to run stimulation up to 2.90 volts, and stimulation was in both legs. There was no explanation was to why the patient was feeling shocking, as there didn't appear to be any system issue. The rep was going to reprogram the patient to get appropriate stimulation. There was no known recent medical test or electromagnetic interference (emi) exposure. The patient was shocked while sleeping back in april and they had turned stimulation back on since that incident, but they kept stimulation at a low level that did not cover their leg pain. They had not felt the shocking sensation since the first incident. There were no related falls or trauma. The patient also reported that day that their implantable neurostimulator (ins) site hurt to the touch. The shocking incident occurred in (B)(6) 2016, and the ins site hurting occurred on the date of report. The indication for use was complex regional pain syndrome type 1.

Event description:
A consumer reported she was asleep when she started feeling electrical current from her knees to her groin that was going back and forth and they experienced a loss of therapy. It was noted the device was implanted to treat pain in the legs caused by reflex sympathetic dystrophy, and where they were feeling the electrical current wasn't where they normally felt stimulation. It was difficult for the consumer to walk and she couldn't straighten up. By the time the consumer was able to get to their patient programmer (pp) they were in so much pain they couldn't remember how to turn stimulation off. Once the consumer was able to get stimulation turned all the way down the electrical current stopped and she was able to straighten up. Since this had happened, she was scared to increase stimulation. The consumer stated they spoke with the manufacturer's representative (rep) who said this wasn't caused by their device.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the pocket was revised to move the battery into the proper position because it was uncomfortable for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.